Event description:
.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the lead was attempted to be used for implant but was damaged while attempting to place through a sheath introducer. It appeared the damage occurred on the lead insulation right at the valve of the sheath. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.